Event description:
Blue ring (the valve seat) dislodged during insertion.

Manufacturer narrative:
Corrective actions have been implemented and reported in connection with the follow-up report regarding MFR report #8032044-2007-00004.